Event description:
Reportedly, the ta was fired and the hand piece was fired low in the pelvis. The ta seemed to be fired as the handle was retracted and appeared to have been fired. The ta had not deployed its staples resulting in the pt having a temporary stoma. Staples were present within the cartridge as the surgeons had a look at the cartridge when ta had been removed from the pt. Pt then needed a temporary stoma and further surgery. Procedure lar.